Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had various faults. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: b5, d9, h3, h6 (medical device ¿ problem code, health effect ¿ impact codes) additional information: event site postal code: le3 9qp a getinge field service engineer (fse) found the equipment to have a faulty pressure transducer adaptor cable. Part has been removed/replaced and put through fibre optic test to test new adaptor cable. All tests passed - equipment has been returned for clinical use.

Event description:
It was reported that during recent service the equipment was found to have a faulty pressure transducer adaptor cable. There was no patient involvement.